Event description:
It was reported that the ilet charging pad exhibited a blinking green indicator and did not charge the device as expected, consistent with a charger malfunction of the external power/charging component. No adverse clinical effects reported. Outcomes included no impact on health, medical intervention, or activities of daily living. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that removing the ilet from the charger and reseating it was attempted, the charger displayed 1 percent remaining, and the user was instructed that a full charge should occur within 60 to 90 minutes, with replacement of the charging pad advised if charging did not progress. It was concluded that the event was attributable to a suspected malfunction of the charging pad, with no patient injury.